Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked from an unspecified location; further described as "liquid leaked all over". This was observed when the peritoneal dialysis therapy was complete and the nurse was removing the cassette. The seam appeared to be broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted an inadequate weld on the cassette sheeting. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at the inadequate weld on the cassette. The reported condition was verified. The cause of the condition was related to manufacturing during cassette welding. Should additional relevant information become available, a supplemental report will be submitted.